Manufacturer narrative:
B5- please disregard as the initial MDR as it was submitted in error. Claim #: (B)(4).

Manufacturer narrative:
H11 manufacturer narrative - refractive surprise: each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced refractive surprise and refractive change over time. The lens was explanted. The cause of the event was unknown.